Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete event information.

Event description:
It was reported the patient's spinal cord stimulation (scs) implantable pulse generator (ipg) had been inoperable for approximately two years. Device was subsequently explanted.

Manufacturer narrative:
H6 - evaluation codes. Device code was reported as 3190 and should have been reported as 3283.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.